Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2013-99333.

Event description:
Customer reported that he was hospitalized in intensive care unit due to high blood glucose and dka. Customer stated that the blood glucose reading was unknown at the time of hospitalization. Customer stated that he had a defective reservoir and ended up in the hospital with high blood glucose. Nothing further was reported.